Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 0049486. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photo was provided for evaluation. Bd investigators noted that the returned photograph displayed a large bend originating at the root of the cannula. Given the degree to which the needle is bent suggests the root cause is a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. See h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system package was damaged. This was discovered before use. The following information was provided by the initial reporter: before using the product, it was found that the needle was bent, and the needle was pierced through the shield while opening the middle package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system package was damaged. This was discovered before use. The following information was provided by the initial reporter: before using the product, it was found that the needle was bent, and the needle was pierced through the shield while opening the middle package.